Manufacturer narrative:
The reported tip breaking condition was confirmed on the unit returned for evaluation. According to the serfas energy probe family risk management plan probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component, 2. Poor assembly process, 3. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. Do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a surgery procedure, the tip of the serfas probe broke. The tip could be removed from the patient. A replacement was available to complete the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a surgery procedure, the tip of the serfas probe broke. The tip could be removed from the patient. A replacement was available to complete the surgery.